Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's controls were unresponsive. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated to the reported event.

Manufacturer narrative:
This MDR with reference number was submitted with the wrong FDA registration number. A new MDR with reference number 3005445717-2026-00011 was submitted to correct this MDR.

Event description:
The customer contacted stryker to report that their device's controls were unresponsive. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated to the reported event.